Event description:
A distribution contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male had stopped wearing the lifevest because he had developed sores and ulcers. The pt's physician prescribed him an ointment to apply on the sores and ulcers, and the area is now healed.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.